Manufacturer narrative:
One bellatek® primary bar 4 implants, csp04 was returned for investigation. Visual inspection revealed the bar to be fractured at the distal left cylinder. Part of the cylinder remained intact. Because of the as-returned condition of the bar, no functional testing could be done. The digital design files were reviewed and the images all appeared within normal limits. The drawing was provided and determined that the design of the bar was within design parameters. It is unknown whether parafunctional habits of the patient caused or contributed to the fracture. A device history review was performed and no related nonconformance¿s were noted. A complaint history search is not required for psp complaints, as each item has it's own unique lot number. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Reporter's last name not provided/unknown. Device not returned.

Event description:
It was reported that the bellatek bar fractured while in the patient's mouth. The bar remains in the patient's mouth at this time while awaiting new bar.